Event description:
On (B)(6) 2015, the patient experienced respiratory depression following pump replacement surgery. The severity was considered severe (produced significant impairment of function or incapacitation and was a definite hazard to the patient's health). The patient was intubated and was hospitalized in the ICU (intensive care unit). The event was considered related to the procedure. On (B)(6) 2015 examination of the patient was abnormal. The patient was apneic for a full 60 seconds. The patient was intubated on (B)(6) 2015. The actions taken were therapy was suspended on (B)(6) 2015 and the pump was reprogrammed on (B)(6) 2015. A magnet was placed over the pump on (B)(6) 2015 and therapy was resumed with a (B)(6) decrease on (B)(6) 2015. The patient was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015 the outcome was resolved without sequelae. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information later received reported the seriousness resulted in serious deterioration of the health of the patient and resulted in in-patient or prolonged hospitalization.